Event description:
Nicu charge nurse called for troubleshooting advice regarding pressure settings due to a baby in nicu that has required 3 PICC lines in three weeks because of down stream occlusion alarms and eventual clotting of the lines. PICC is a vygon 1 fr. Double lumen line being infused kvo at 1ml/hr with 500ml 0.45% saline with heparin 2u/ml added. Ganciclovir is administered through the other lumen 2-3 times/day at 5ml/hr infused over 1 hr. Each IV line is filtered. No product will be returned for investigation. The pt is long term and does not need fluid but requires central line for intermittent medications. Customer stated no further pt/event info is available.

Manufacturer narrative:
MFR's report date: 05/11/2011. (B)(4). Customer states that product will not be returned because call was for troubleshooting pressure questions for the pump module. No device was sequestered. The root cause of the customer's experience was not identified.